Event description:
It was reported that balloon rupture occurred. The target lesion was located in the percutaneous transluminal angioplasty (pta). A 1.5mm x 20mm x 142cm coyote es balloon catheter was selected for used. During the procedure the wiring of the anterior tibial artery (ata) was performed using jupiter sfc, successfully passing through the lesion and dilating with a coyote se 1.5mm otw balloon. Further dilation was done with a coyote nc 2.0/30 balloon. An attempt to wire for pta but due to highly calcified lesion, which blunted the jupiter sfc tip. A new attempt with the same product was successfully passed the lesion, but passage through the lesion failed with both coyote es otw 1.5mm and guidezilla. Eventually, successful passage and dilation were achieved using the coyote se otw 1.5mm. However, balloon rupture occurred during dilation with coyote nc 2.0/30 at 10 atm. The procedure was completed with a different device. There were no patient complications as result of the event.

Manufacturer narrative:
E1 - initial reporter phone: (B)(4).